Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of unspecified IV (intravenous) infusion set was ¿squirting out¿ an unknown chemotherapy drug and there were visible drops at the line. This was identified prior to starting the infusion. As a result, another chemotherapy infusion was prepared for use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.